Event description:
Customer reported that the screen on the insulin pump has some scratches. Customer stated that she is able to read the display but it is very difficult to see it. Customer is unsure of how the damage occurred; she keeps it in her pocket. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.